Event description:
It was reported that a hematoma and blood loss occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successful. Post procedure the patient had a groin bleed with significant blood loss, a drop in blood pressure, and a hematoma. The patient underwent surgical repair of the artery. After recovery from the surgical repair the patient was discharged on eliquis.